Event description:
Additonal information was obtained which noted that, the patient returned to the hospital with chest pain. The patient underwent a repeat angiography which demonstrated that the 3.0 x 23mm cypher stent which was in the 1st diag was under deployed. This was confirmed by ivus. Per the research nurse, there was no restenosis or thrombus present in the stent. A balloon angioplasty was performed to fully deploy the stent. During the same procedure, the patient also underwent the treatment of a new lesion in the mid rca. This lesion was de novo and a non target vessel. This event was graded as not related to the investigational device and procedure.